Manufacturer narrative:
A complete analysis and testing of 5 opened and used enlite sensors per our visual inspection found all 5 sensors intact, no broken cannulas was found during our analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor. The customer removed the sensor it was broken. The customer did not find the cannula in the skin and site was not sore. The customer did not notice anything unusual during insertion. Blood glucose value was 10 mmol/l. The sensor would be replaced and returned for analysis.